Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide and warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's batteries were switching on both ports. Batteries were stated to have been switched out. It was also stated that there were no effects on the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several instances of premature power switching prior to the 25% threshold for battery (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2016-00508, 3007042319-2016-00509, 3007042319-2016-00510 and 3007042319-2016-00511) submitted for devices related to the same event.